Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had blood glucose value as high as 800 mg/dl at the time of the incident and was hospitalized. The customer's blood glucose was 600 mg/dl at the time of call. The customer stated they treated with a manual injection and insisted they did not want a replacement. The caller stated that the infusion set only allowed few drops come through. Troubleshooting was performed and it was discovered that the reservoir was not completely in the insulin pump. The customer's husband placed the reservoir in the insulin pump and the issue was resolved. Nothing will be replaced or returned.